Event description:
A report was received that a patient will be explanted due to leg cramping and lower back pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, (B)(4), model description:ipg kit (without pull-through tunneler), model#:sc-2218-70, (B)(4), model description:st linear lead, 70cm with pre-loaded 0.014 inch stylet, model#:sc-2218-50, (B)(4) and (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient will be explanted due to leg cramping and lower back pain.